Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history cannot be performed, due to the lot number not being provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Date of event: estimated date. The customer reported the device was discarded. Investigation is not yet complete. A follow-up will be submitted with all relevant information.

Event description:
It was reported as a general comment that there is weakness in the tip of the prostyle sheath. The physician believes that it is due to the extra hydrophilic coating on the sheath. The sheath is noted to buckle/bend under flouroscopy, making the device unable to advance. Another prostyle device was used to achieve hemostasis. No additional information was provided.